Event description:
An initial event notification was received by sequel med tech, llc, on 29-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that on (B)(6) 2026, they received multiple line blocked alarms. The user checked for kinks in their cleo 90 infusion set tubing and ultimately changed their infusion site, following which, the alarms resolved. Later that morning the user reported that blood work revealed an elevated glucose value of 205 mg/dl but noted that their senseonics eversence continuous glucose monitor (cgm) value read 138 md/dl. The user further reported that they had been traveling recently due to family issues which had increased their stress levels. By 22:00 on (B)(6) 2026, the user reported that their cgm showed a glucose value of 238 mg/dl, but a fingerstick value confirmed they were 500 mg/dl. The user did a full supply change (infusion site, infusion set tubing, and twiist cassette), switched to a new vial of insulin, and administered a 6 unit bolus. The user gave an additional 6 unit bolus via the twiist pump a few hours later in a further attempt to resolve their hyperglycemia. The user reported that on the morning of (B)(6) 2026, they were vomiting and "felt terrible." The user went to see their doctor and was ultimately admitted to the hospital with diabetic ketoacidosis (dka). The twiist pump was removed and the user was treated with an intravenous (IV) drip and glucose infusion. The user also experienced chest pain and remained admitted for a cardiac workup. The user reported the discrepancy in glucose values to senseonics, and was instructed to repair and recalibrate the system, following which, the issue resolved. The user reported that they had all of their supplies with them in the hospital so they could transition back onto the twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information about system alarms and the recommended actions associated with them, including the line blocked alarm, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.